Event description:
It was reported that during pre-operative preparation for use, after docking, the arm cart assembly remained blocked. It was also reported that, with no instrument attached, when the user attempted to move the instrument drive unit (idu) to the top, the idu moved downward by itself. The arm cart assembly was rebooted, then calibrated, and it worked properly afterward. It took ten to fifteen minutes to resolve the issue. There was no patient involvement.

Manufacturer narrative:
D10) continued: mrasi0004 sn: (B)(6) h2) additional information: d10 h3) device evaluation: medtronic led an evaluation of the reported arm cart assembly in the field and the associated device logs. Review of the field service notes for the arm cart assembly indicated recoverable errors for 'arm docked without instrument' and 'temporarily restrict manual control' were noted. There was no evidence of the instrument drive unit (idu) moving itself alone downwards. An error code for 'arm failure - recoverable - robotic arm potentiometer two channel redundancy check' was noted, indicating that during the calibration process the values received from the primary and secondary potentiometers present at joints 1 or 2 did not match. There were also two calibration errors, indicating that either the robotic arm was docked, the instrumentation was attached or manual control was requested during calibration. Evaluation of the logs indicated that a bipolar fenestrated grasper was connected to a sterile interface module (sim) that was attached to arm cart assembly 4. There were many instances of an error code for 'manual insertion with no instrument attached' occurring. This error indicates that even if the instrument is physically attached, it is not recognized by the system. This prevents movement towards the port and will only allow upward movement. The instrument constantly kept getting dropped out, which prevented the movement. No non-recoverable errors were triggered. Additionally, the logs indicated that the arm cart failed calibration three times due to an error code for 'mismatch in potentiometer positions' from robotic arm joint 2, indicating a potentiometer failure. Evaluation of the arm cart assembly confirmed the reported condition, however, the investigation concluded there were no abnormalities that would have caused or contributed to the reported condition; therefore, the investigation was not able to identify a root cause. However, the most likely cause could be traced to a connectivity issue between the instrument and sterile interface module. Additionally, the investigation identified a secondary condition of calibration failure. However, a most likely cause could not be I dentified. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all medtronic quality release specifications at the time of manufacture. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3) preliminary device evaluation: medtronic is leading an evaluation of the reported arm cart assembly. Review of the field service notes for the arm cart assembly indicated recoverable errors for 'arm docked without instrument' and 'temporarily restrict manual control' were noted. There was no evidence of the instrument drive unit (idu) moving itself alone downwards. An error code for 'arm failure - recoverable - robotic arm potentiometer two channel redundancy check' was noted, indicating that during the calibration process the values received from the primary and secondary potentiometers present at joints 1 or 2 did not match. There were also two calibration errors, indicating that either the robotic arm was docked, the instrumentation was attached or manual control was requested during calibration. Further evaluation of the reported arm cart assembly is still pending, and the investigation is not able to identify a root cause at this time. Additional information will be provided in a supplemental regulatory report when the investigation is complete. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that, during pre-operative preparation for use, after docking, the arm cart assembly remained blocked. It was also reported that, with no instrument attached, when the user attempted to move the instrument drive unit (idu) to the top, the idu moved downward by itself. The arm cart assembly was rebooted, then calibrated, and it worked properly afterward. It took ten to fifteen minutes to resolve the issue. There was no patient involvement.